Manufacturer narrative:
One opened knife in a tray within a blister was received. For the report of the knife was blunt, during surgery. The returned sample was visually inspected, and was found non-conforming with a damaged tip. Penetration testing could not be performed, due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The photos were reviewed by the manufacturing site. The photos are of a front and back knife pack. The reported, product and lot information is confirmed. The exact root cause could not be determined, from the investigation performed. The damage to the returned sample is consistent with damage that can occur, when the blade contacts a hard surface, such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument, during surgery or set-up. The damage seen on the returned complaint sample, could have contributed to the customers reported issue of dull blade. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a blunt knife during a cataract extraction procedure. The surgery was completed using a new knife with no impact to the patient.